Event description:
On (B)(6) 2011, pt reported the infusion device was emitting beeps and vibrations and the display was blank. The battery was charged on (B)(6) 2011. Pt reported the battery was exposed to moisture and corrosion, and she cleaned the battery off before inserting it into the infusion device. There were horizontal black lines along the top and bottom of the display. The lines were not in the area of the insulin delivery amounts. Blood glucose had increased to 496 mg/dl on (B)(6) 2011, and target blood glucose is 150 mg/dl. Pt injected insulin to correct hyperglycemia. She changed the battery again on the morning of the report, and then the display was blank and the infusion device emitted beeps and vibrations. Pt changed the battery again during the troubleshooting call. The infusion device completed the start-up procedure and the display appeared normal. The display then began to "fade out" and it was difficult to read the amount of insulin being delivered. Blood glucose was 393 mg/dl on the day of the report. Pt was unable to lower her blood glucose by delivering boluses through the infusion device. Infusion device was not exposed to water, and it is unk if it was exposed to insulin ingress. Infusion device was thrown onto a hard surface the previous night. Infusion device, battery, and battery cover were replaced and requested for eval. Pt did not require treatment from a health care professional or second party to address the issue.